Event description:
Approximately 2 weeks ago, the pt first felt a snap and then a "zinging" sensation. She was unsure what she was doing when it happened. The symptoms were at the implantable neurostimulator (ins) location. Palpating caused the stimulation to change. The pt was being scheduled for replacement surgery. Additional info has been requested, a follow-up report will be sent if additional info becomes available.